Event description:
It was reported via repair work order that there was no power to the bed due to angle sensor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that there was a loss of all motor functions to the bed due to a malfunctioning angle sensor. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the fowler and bed was in the flat position when loss of motor functions occurred. This is not likely to harm the patient as the fowler/bed was stuck in the desired position for CPR administration, if required. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to reoccur.